Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in ER due to syncope. At a follow up during a threshold test the patient became syncopal. A chest x-ray revealed that the lead dislodged and was oversensing p-waves. The lead was repositioned successfully.